Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing had been done to resolve the inability to recharge the stimulator; it would not charge at all. It was noted that the patient was given a list of doctors. The patient had no idea what his weight was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. The patient reported poor telemetry/communication or no telemetry with recharging. The stimulator would not charge anymore. The patient tried charging on (B)(6) 2017 and also a month prior, but was unable to charge the ins. The patient¿s last charge was about four months prior to (B)(6)2017. The last time the patient charged he was able to get coupling boxes. The patient had to move sometimes but when he repositioned the antenna he was able to see boxes filled. It was noted that the last time the patient charged it took him almost all day instead of the three to four hours that it normally took. This occurred in late 2016. The patient was to follow-up with a healthcare professional for a possible overdischarge. It was noted that the patient was in a new location now and that he did not have a managing healthcare professional. No symptoms were reported.